Event description:
It was reported that during surgery, the wand presented a cutting/coagulation failure without giving any warning signal. No significant delay or patient injuries were reported. The procedure was completed with the electrobisturi of the institution. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the device used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number for the past 3 years found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. No containment or corrective actions are recommended at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨ablate / coag issue / wand does not activate¨ include, but are not limited to: not having sufficient saline in order to facilitate the formation of plasma there are no indications to suggest that the device/product did not meet specifications upon release into distribution.